Event description:
The pt was lying in bed with her neurostimulator (ins) turned off, and all of a sudden she felt a tingly sensation, like when her ins was turned on. Her "leg shot up in the air" and she started to have involuntary spasms in the lower portion of her body, from the ins down. When she turned the ins on, it seemed to relieve the spasms. She did receive medication from her healthcare professional, which seemed to have "basically" stopped the spasms. She does still have the spasms occasionally. It was noted that she fell several times over (B) (6) 2009, but did not start having problems with her device system until now. She has an appointment on (B) (6) 2010 with her doctor. Additional info has been requested.

Manufacturer narrative:
(B) (4).